Manufacturer narrative:
The clinical analyst reviewed the file and stated the following: ¿the customer reported having intraocular pressure (iop) chamber issues during two cataract procedures. The cases were completed by using the same system. There was no harm to the pediatric patients. The surgeon was using the anterior vitrectomy cutter instead of the phaco handpiece to remove the cataracts. The surgery was completed and the intraocular lens (iol) was implanted. The system operator¿s manual contains instructions for proper prime and setup. The system operator¿s manual also states warning(s) and instructions on sterilization of the probes to prevent irreparable damage to the probe and tip.¿ the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 21, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A equipment manager reported that during a cataract extraction with intraocular lens implant the anterior chamber flattened. The chamber was reflated. The case was completed using the same system. There was no harm to the patient and the intraocular lens was implanted. It was noted that this was the surgeons second time using this system. This report is for the second patient reported from this facility.